Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, user informed the technical support engineer (tse) that the instrument on arm 4 moved unexpectedly. The tse was informed that the surgeon experienced unexpected movement of the instrument when moving the hand control downwards, describing it as the arm pulling the instrument downwards a few centimeters after he intended to stop. Prior to the call, users verified that there were no instrument or arm collisions present and had replaced the instrument on arm 4, but the issue persisted. Despite the unexpected movement, the surgery continued and completed without affecting the procedure or the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.